Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. Customer states that the blood glucose reading is over 300 mg/dl. The insulin pump will be replaced. Nothing further reported.